Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization was observed at 44,171 joules of use; the fiber was replaced and the procedure was continued using a second fiber. At 55,344 joules while using the second fiber, the fiber cap was damaged and then broke away. The procedure was completed using an alternate procedure (turp). There was no report of injury. This report is for the second fiber used.